Manufacturer narrative:
Per report, "per call customer stated the blood pressure motor is stops the press from the cuff and cuts off saying error. Customer mentioned there is air coming out from the tubing. Customer was unable to find lot/serial number on unit. Customer is able to send unit back. Customer is requesting a full replacement." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "per call customer stated the blood pressure motor is stops the press from the cuff and cuts off saying error. Customer mentioned there is air coming out from the tubing. Customer was unable to find lot/serial number on unit. Customer is able to send unit back. Customer is requesting a full replacement."